Event description:
Skin redness observed on pt's anterior thigh when the returned electrode pad was removed. It is possible that the pt's skin had a reaction to the adhesive on the return electrode or the return electrode pad may have been removed too aggressively resulting in skin irritation.

Manufacturer narrative:
Conmed electrosurgery has made several attempts by phone to contact the user facility to gain additional info regarding the reported event, pt's status, and to coordinate the return for eval of the suspect excalibur plus. The user facility has not returned/responded to our phone call attempts.